Manufacturer narrative:
Device received with detached end cap. Unable to perform displacement test due to detached end cap. Device received with loose/protruded drive support disk, cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window and scratched reservoir tube window.

Event description:
Customer reported via phone call that the drive support cap was pushing out. Customer's blood glucose was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.